Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-25267 related manufacturer reference number: 2017865-2023-25269 it was reported that the patient presented with a methicillin-resistant staphylococcus aureus infection. The pacemaker, atrial lead and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.